Event description:
Customer stated that the buttons are not working properly. The esc and act buttons are not responding. Unable to clear the battery out alarm. The blood glucose reading is 118 mg/dl. Customer reinserted a new battery and the insulin pump is frozen with no advancement of the time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the keypad anomaly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.